Manufacturer narrative:
The reported event of noise was confirmed. External insulation abrasion was noted at 11.6 ¿ 11.8 cm from the connector pin consistent with friction to device can.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was explanted and replaced due to noise.